Event description:
Per the clinic, the patient experienced poor performance with the device, pain down the neck with stimulation and tinnitus. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.